Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect of device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 06-mar-2017: ptc investigation result received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 4 months after insertion procedure, the left fallopian tube was patent and essure was identified in the posterior cul-de-sac (seen as a device dislocation). About one year after insertion, plaintiff undergo a bilateral laparoscopic-sterilization, but essure coil could not be removed. Consumer also experienced pelvic pain and abnormal uterine bleeding. About one and a half year later, a robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy was performed. These reported events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; migration into abdominal cavity; or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation was not reported; however, it was diagnosed only three months after insertion procedure. Given the nature of this event, it was considered as related to essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the events pelvic pain and abnormal uterine bleeding and suspect insert cannot be excluded. This case was regarded as incident as surgical intervention was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure was identified in the posterior cul-de-sac"), pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), polymenorrhoea ("frequent menstruation"), uterine haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), procedural pain ("painful post-operative recovery") and device difficult to use ("no free floating or attached essure device was identified - device removal failed"). The patient was treated with surgery (laparoscopy) and surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy). At the time of the report, the device dislocation, pelvic pain, polymenorrhoea, uterine haemorrhage, dysmenorrhoea and procedural pain outcome was unknown and the device difficult to use outcome was unknown. The reporter considered device dislocation, pelvic pain, polymenorrhoea, uterine haemorrhage, dysmenorrhoea, procedural pain and device difficult to use to be related to essure. The reporter commented: on (B)(6) 2014 she underwent bilateral laparoscopic-sterilization using filshie technique, post essure procedure. Physician noted a grossly normal appearing left fallopian tube. The doctor also noted the right fallopian tube with what appeared to be a previous essure device placed along the cornua junction. No free floating or attached essure device was identified, although the inspection was somewhat limited based on body habitus. Diagnostic results: (B)(6) 2013: hysteroscopy: right fallopian tube was successfully occluded. The left fallopian tube was patent with clear spill of contrast at the fimbrial end. The essure was identified in the posterior cul-de-sac. (B)(6) 2015: pelvic ultrasound: echogenic linear focus along the right midline uterine images were noted as possibly an essure device company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and, approximately 4 months after insertion procedure, the left fallopian tube was patent and essure was identified in the posterior cul-de-sac (seen as a device dislocation). About one year after insertion, plaintiff undergo a bilateral laparoscopic-sterilization, but essure coil could not be removed. Consumer also experienced pelvic pain and abnormal uterine bleeding. About one and a half year later, a robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy was performed. These reported events are anticipated in the reference safety information for essure. During essure micro-insert therapy, there is a risk that the device could move out of the fallopian tubes. This movement could be a device expulsion into the uterus, out of the body; a device dislocation into the fallopian tube; migration into abdominal cavity; or can occur as a result of a perforation during insertion. In this present case, the exact time point of dislocation was not reported; however, it was diagnosed only three months after insertion procedure. Given the nature of this event, it was considered as related to essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between the events pelvic pain and abnormal uterine bleeding and suspect insert cannot be excluded. This case was regarded as incident as surgical intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure was identified in the posterior cul-de-sac, malposition of essure (location not known)"), pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea") in a 37-year-old female patient who had essure (batch no. 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "the number of coils trailing 2, in the opposite tube, coils training was 3.", device ineffective "unilateral occlusion (right tube occluded; left tube not blocked)" and device difficult to use "no free floating or attached essure device was identified - device removal failed". The patient's previously administered products included for an unreported indication: micronor from (B)(6) 2012 to (B)(6) 2013. Concurrent conditions included blood pressure high since 2010, anxiety, depression and high cholesterol. Concomitant products included ibuprofen and norethisterone (micronor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced headache ("headaches") and alopecia ("hair loss"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced polymenorrhoea ("frequent menstruation"), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery") and migraine ("migraines"). The patient was treated with surgery (laparoscopy), surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (laparoscopic hysterectomy) and surgery (robotic assisted total laparoscopic hysterectomy. Bilateral salpingo-oophorectomy. Cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, polymenorrhoea, uterine haemorrhage, dysmenorrhoea, procedural pain, headache, fatigue, migraine and alopecia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, polymenorrhoea, procedural pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 she underwent bilateral laparoscopic-sterilization using filshie technique, post essure procedure. Physician noted a grossly normal appearing left fallopian tube. The doctor also noted the right fallopian tube with what appeared to be a previous essure device placed along the cornua junction. No free floating or attached essure device was identified, although the inspection was somewhat limited based on body habitus. Diagnostic results: (B)(6) 2013: hysteroscopy: right fallopian tube was successfully occluded. The left fallopian tube was patent with clear spill of contrast at the fimbrial end. The essure was identified in the posterior cul-de-sac. (B)(6) 2015: pelvic ultrasound: echogenic linear focus along the right midline uterine images were noted as possibly an essure device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure was identified in the posterior cul-de-sac, malposition of essure (location not known)"), pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea") in a 37-year-old female patient who had essure (batch no: 927081) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "no free floating or attached essure device was identified - device removal failed" and device ineffective "unilateral occlusion (right tube occluded; left tube not blocked)". The patient's concurrent conditions included blood pressure high since 2010, anxiety and depression. Concomitant products included ibuprofen and norethisterone (micronor). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2013, the patient had essure inserted. On (B)(6)2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced polymenorrhoea ("frequent menstruation"), uterine haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), procedural pain ("painful post-operative recovery"), migraine ("migraines") and device deployment issue ("the number of coils trailing 2, in the opposite tube, coils training was 3."). The patient was treated with surgery (laparoscopy), surgery (robot-assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (laparoscopic hysterectomy) and surgery (robotic assisted total laparoscopic hysterectomy. Bilateral salpingo-oophorectomy. Cystoscopy.). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, polymenorrhoea, uterine haemorrhage, dysmenorrhoea, procedural pain, headache, fatigue, migraine, device deployment issue and alopecia outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, alopecia, device deployment issue, device dislocation, dysmenorrhoea, fatigue, headache, migraine, pelvic pain, polymenorrhoea, procedural pain and uterine haemorrhage to be related to essure. The reporter commented: on (B)(6) 2014 she underwent bilateral laparoscopic-sterilization using filshie technique, post essure procedure. Physician noted a grossly normal appearing left fallopian tube. The doctor also noted the right fallopian tube with what appeared to be a previous essure device placed along the cornua junction. No free floating or attached essure device was identified, although the inspection was somewhat limited based on body habitus. Diagnostic results: on (B)(6) 2013: hysteroscopy: right fallopian tube was successfully occluded. The left fallopian tube was patent with clear spill of contrast at the fimbrial end. The essure was identified in the posterior cul-de-sac on (B)(6) 2015: pelvic ultrasound: echogenic linear focus along the right midline uterine images were noted as possibly an essure device. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received : the patient and reporter information updated. The events fatigue, hair loss, hysterectomy (full), malposition of essure (location not known), migraines/headaches, migration of essure (not known one side), pain, the number of coils trailing 2, in the opposite tube, coils training was 3. And unilateral occlusion (right tube occluded; left tube not blocked) added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.